Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that intra-operatively, the patient's existing right ventricular (rv) lead became dislodged. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.